Event description:
It was reported to philips the device was displaying an inop message ECG equipment malfunction. The device was in use on a patient and there was no adverse event to patient or user. One processor pca was returned for failure analysis. The reported problem could not be duplicated during lab tests and there was no fault found with this processor pca.

Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips the device was displaying an inop message ECG equipment malfunction. The device was in use on a patient and there was no adverse event to patient or user.